Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed motor error. Customer's blood glucose was 420 mg/dl at the time of incident and 194mg/dl at the time of the call. Troubleshooting found that the pump had multiple alarms in the pump history. Customer indicated that the pump was worn in a metal detector. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting and indicated that they treated their high with insulin.

Manufacturer narrative:
The insulin pump received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.